Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approve cartridge was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There are no similar complaints reported in the lot. Additional information was requested. A complete questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implant surgery, his surgeon advised him that the lens appears to have water between the layers. The lens was implanted five years ago and the surgeon does not recommend surgery because of the risk. Additional information was received from the surgeon, who reported glistenings are causing halos and reduced visual acuity. This is not expected to resolve because the consumer does not want explantation.